Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The dark blue wire was completely cut off. The bending section cover adhesive part was cracked due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. Liquid leakage of the scope connector due to handling was observed. The bending section cover, insert cover tube, operation part, operation part cover, up/down/right/left knobs, grip, universal cord, scope connector side of the universal cord, and right/left angle fixing knob had scratches due to external factors. The scope connector and tip cover may have been scratched due to external factors. The suction cylinder was scraped due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user receive instruction/reinstruction regarding the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.